Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
Customer reported hospitalization due to high blood glucose readings of 498 mg/dl and stated that they were treated with insulin drips. Customer stated that their blood glucose readings were 55 mg/dl and is now climbing up to 498 mg/dl. Customer reported symptoms of nausea and light headedness prior to the hospitalization. Troubleshooting was performed and the drive support cap was noted to be normal. Customer stated that there was a crack on the screen of the insulin pump. No further information reported.